Event description:
I accidentally put clear care hydrogen peroxide contact solution in my regular case before bed last night (I meant to put regular solution - I guess I was very tired). In the morning, I put my contact in and immediately experienced agonizing burning, redness, and watering and it was very difficult to pry my eyelid open to get the contact out. I rinsed with saline solution but my eye is still bright red and very watery. I think there should be a clue (may be a tint to the solution?) That allows you to realize your mistake before putting the contact in your eye. Excruciating pain. FDA safety report ID# (B)(4).